Manufacturer narrative:
Correction to d2a of the initial report. See d2a for more information. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and based on the results of the investigation; olympus could not confirm the reported malfunction. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the inner sheath ceramic tip is damaged. The issue occurred during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.